Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced mesh erosion and extrusion, urinary tract infections, hematuria, vaginal discharge, candida infection and residual incontinence. An excision of the mesh was performed.